Event description:
Philips received a complaint by the customer on the v60 indicating that during set up, the unit had generated "35v supply failed" and "5v supply failed" alarms when they had been attempting to use it for a patient. Another unit had been used for the patient because the alarms had occurred, it was reported there was no patient involvement at the time the issue was discovered. There was neither delay in therapy nor medical intervention reported due to the event above. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The investigation on going.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The technician evaluated the device and confirmed the of 111b "35v supply failed" and 1118 "5v supply failed" errors. The technician found that the cause was due to a failure in the motor controller (mc) printed circuit board assembly (pcba), and that the alarm errors will be resolved by replacing the mc pcba. The investigation concludes that no further action is required at this time. If additional case information is received, the complaint file will be reopened, and a supplemental report will be submitted.